Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain/loss (specify which one) weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current height 411 ft. In. (As reported) current weight as of now 153 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64.399 kgs. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Events: apareunia (inability to have sexual intercourse), bladder problem or changes, urinary problems or changes, migraine, headache, dysmenorrhea (cramping), fatigue, weight gain/loss (specify which one) weight gain was added. Severity pelvic pain was updated. Outcome updated for pelvic pain. Lab data was updated. Reporter information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.